Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed and the helix retracted, as well as setscrew marks on the terminal pin. It was noted that the helix housing had blood/body fluid. Analysis noted that the lead was electrically continuous. Laboratory analysis did not confirm the reported observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the pace impedance measurements and pacing thresholds had increased when it comes to this right ventricular (rv) lead. The rv lead was monitored, but the next day the pace impedance measurements were out of range and loss of capture was noted as well as noise with inhalation. An x-ray showed that the rv lead tip moved slightly towards the apex. The lead was thus explanted and will be returned. No additional adverse patient effects were reported.